Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot#: va18mwd, implanted: (B)(6) 2016, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The rep reported lead insertion difficulty during a lead revision performed on (B)(6) 2016. When the physician attempted to insert the new lead into the existing ins, he could not advance it. They attempted to clean the lead and back out the setscrew but they were unable to advance the lead completely. The lead could only be inserted halfway into the header. The rep intended to send the ins back to the manufacturer.

Manufacturer narrative:
The date the manufacturer received the information was reported incorrectly as 8/23/16 on the initial report. The date has been corrected to 8/22/16.

Manufacturer narrative:
Adverse event and product problem was not checked on initial report (just product problem was) and has been corrected. Intervention required was not checked on initial report and has been corrected. Serious injury was not checked on initial report and has been corrected. Electrical testing on the ins yielded good, stable output. The ins was found to have no significant anomalies, although it was observed that the setscrew was backed out too far. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.